Event description:
Customer indicated that one pt sample was run three times for creatinine and each result was 0 mg/dl. Customer indicated that on the fourth run, the pt creatinine result was 1.0 mg/dl, which was reported to the physician for therapy decisions. The field service engineer verified that the system was functional and was unable to determine the cause of the event.